Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusion set tubing was leaking at site. The infusion set was in use for 2 days. No further information available.